Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 16mm long starting 1mm proximal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.